Manufacturer narrative:
Investigation: visual inspection: scratches and slightly dents on the outer housing of the valve were observed through the visual inspection. Additionally, the delivery liquid was bloody. Permeability test: a permeability test has shown that the progav 2.0 valve is permeable. Adjustment test: the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The progav 2.0 valve is not operating within acceptable tolerances. A second measurement improved the values and operated within the specification. Result : first, we performed a visual inspection of the progav 2.0 valve. Visible scratches and a slightly damage of the valve were detected during the visual inspection. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The opening pressure of the progav 2.0 valve was out of tolerance, but all other specifications were met. The opening pressure of the progav 2.0 was significantly lower than expected, indicating a tendency towards over-drainage. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of non-adjustability. At the time of our investigation, the progav 2.0 was able to be adjusted to all specified settings. We can confirm the presence of an over-drainage. This is likely due to the deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that there was problem with a progav 2.0. The surgeon suspected an over-drainage and non- adjustability. Patient information: age: (B)(6) years. Weight: (B)(6) kg. Height: 110 cm. Gender: female. Date of implantation: (B)(6) 2017. Date of removal: (B)(6) 2020. Same patient MDR# 3004721439-2020-00231.